Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) were in range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service visit. The cse inspected the sample and reagent probes, calibration and dispenses. The cse inspected the sample and reagent syringes, the wash blocks and the port dispenses. The cse inspected and cleaned the luminometer and performed dark counts. The cse inspected the pumps tubing and fitting, after which he found no issues with the hardware. The cse ran precisions and qc, resulting satisfactory. The issue is considered to be an isolated incident. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia centaur instrument, as per the customer's protocol to rerun abnormal samples on an alternate instrument, resulting lower. The sample was then repeated on the original advia centaur instrument, matching the alternate instrument result. The final result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.